Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: analysis of the returned device identified: creases fold and opening curved on posterior. Leak test and microscopic analysis was performed which identified: opening crease sharp on posterior, observed void >1 mm in non-textured, valve-to shell-bond area and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Healthcare professional left side deflation. Device has been explanted. Healthcare professional reported "serous fluid inside" observed during surgery.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional left side deflation. Device has been explanted. Healthcare professional reported "serous fluid inside" observed during surgery.